Event description:
Customer reported an issue with incorrect time settings on their pump, which was displaying a time discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurs; the customer understood and acknowledged these instructions.